Event description:
Literature: saulino m, burton aw, danyo da, frost s, glanzer j, solanki dr. Intrathecal ziconotide and baclofen provide pain relief in seven patients with neuropathic pain and spasticity: case reports. Eur j phys rehabil med. 2009; 45(1): 61-67. Summary: this article reports seven cases with both neuropathic pain and spasticity treated with combination intrathecal ziconotide and baclofen therapy. All the pts had at least one previously failed intrathecal drug regimen. Reportable event: approximately one month after zinconotide was added to the pump the pt experienced nausea and vomiting with dehydration. The pt was hospitalized for five days and treated with rehydration and transdermal fentanyl dose reduction. The intrathecal therapy was continued during hospitalization. The drugs contained in the pump at the time of the event were baclofen and ziconotide.

Manufacturer narrative:
See scanned pages.